Event description:
Pt reported the black plunger of the infusion device piston rod was crooked and the insulin cartridge was wet. The black plunger of the piston rod appeared crooked while infusion device was in use. After insulin cartridge was removed, the black plunger appeared straight. Pt believes insulin delivery of the infusion device is inaccurate. Pt experienced high blood glucose of 300 mg/dl and delivered correction insulin by infusion device and pen. Pt changes infusion set every 2 days and transfer set every 4 days. Target blood glucose is 80-140 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.